Event description:
It was reported that the patient was seen in the emergency room after an alert triggered for high impedance on the lead. Noise was seen on electrogram with arm movements. There was also oversensing on the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Varying and high resistance/impedance was noted. The weekly pace lead impedance trend data show various spike increases for max atrial pace bi impedance equal to 437 to 950 ohms range between (B)(4) 2011 and (B)(4) 2012. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 and (B)(4) 2012. The daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance equal to 437 to 4047 ohms peak between (B)(4) 2012 and (B)(4) 2012. The lead integrity alert triggered. There was one patient alert for lead failure predictor on (B)(4) 2012. Ventricular short interval count v-sic equal to 41.9 counts avg/day, in 1.79 days, between (B)(4) 2012 and (B)(4) 2012.